Event description:
The customer reported an unknown quantity of conflicting results between a visual read and an instrument read (digival) of binaxnow strep pneumonaie tests. The sample type is unknown. It is unknown whether confirmation testing was performed, however the customer reports that there was a negative clinical picture in relation to each test and is considering the results false positives. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Additional information: the customer confirmed that no testing was performed using the binaxnow strep pneumoniae and was reported erroneously. As there is no allegation against the binaxnow strep pneumoniae, no investigation will be needed. B3: the date indicated is an approximation as the exact event date was not provided. G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported an unknown quantity of conflicting results between a visual read and an instrument read (digival) of binaxnow strep pneumonaie tests. The sample type is unknown. It is unknown whether confirmation testing was performed. However, the customer reports that there was a negative clinical picture in relation to each test and is considering the results false positives. Although requested, no additional information including patient treatment and outcome was provided.